Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection observed that the 27 pin port is loose. A functional evaluation revealed the unit does not detect the 27 pin wand when plugged in, the port spins in place. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the quantum controller had a beeping sound every time a wand was connected. No patient injuries were reported. Smith and nephew back up device available to complete the surgery. It is unknown if there was a delay. Preliminary results of investigation have concluded that the unit does not detect the 27 pin wand when plugged in which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.